Manufacturer narrative:
The complainant indicated that the device was not used past it's expiry date.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a solyx single incision sling system approximately two to three years ago. Post-procedure, the patient experienced dyspareunia, and went to a different physician. Upon examination, this physician noted that the solyx barbs had not been not placed in the correct muscle tissue. The patient did not have any abnormal anatomy that could have contributed to the issue. The physician believed the improper placement of the device was causing the patient's dyspareunia, so the mesh was completely explanted on (B)(6) 2013. The patient's current condition is unknown.